Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. Transducer fault was found in the events log. After recalibrating the unit, no xdcr fault occurred and all calibrations passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator unit showed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue through event log. The technician was able to duplicated the issue during functional check. Investigation revealed pt800 has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.